Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00124 and 00125.

Event description:
The patient was undergoing an embolization procedure using penumbra coils for a carotid cavernous fistulae. During the procedure, two coils were unable to advance thru the px slim catheter, therefore were removed from the microcatheter prior to deployment. The third coil unintentionally detached and had to be pushed in out through the catheter. The procedure was completed with no reported adverse effect on the patient.

Manufacturer narrative:
Result: the pusher assembly is kinked approximately 5.0, 10.0, and 56.0 cm from the proximal end. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that two of the three coils described in the complaint would not advance through the pxslim. Evaluation of the returned product revealed that both pushers were damaged as evidenced by kinks in one assembly and a fracture in the other. It is likely that this damage was caused by attempts to insert the pusher assemblies into the pxslim microcatheter against resistance. The fracture in the pusher assembly hypotube likely caused the coil to detach. The pxslim microcatheter was not returned and therefore, could not be evaluated. The cause of the resistance experienced by the physician is unknown but may have been caused by tortuous patient anatomy. The root cause of this complaint cannot be determined. The condition of the returned devices prevented functional testing however, the device appear to be within specification. No device malfunction could be detected. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.